Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances. Reprogramming around the impedances was attempted but was unsuccessful. The patient underwent a revision procedure where the dbs adaptor was explanted. The explanted device was not returned to bsc.